Event description:
It was reported that noise was observed on the ventricular sense amplitude prior to a true ventricular fibrillation episode. Patient was asymptomatic. No noise was observed on the rv channel in the past. Lead measurements were stable and in range. It was recommended to perform isometric testing and pocket manipulation to reproduce the noise. No further information available.